Event description:
It was reported by the patient that the green power indicator light for the remote monitor was not working. When the start button was pressed, a manual transmission was initiated, but there was no way for the patient to know that the monitor was receiving power continuously. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit board. Due to this condition the monitor was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.